Event description:
It was reported that the customer received an unexpected restart alarm, an external ram error alarm, as well as a spanish software anomaly alarm. It was also reported that the scroll bar is getting stuck, and the buttons on the insulin pump are unresponsive. Customer's blood glucose levels at the time 42mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with multiple a47 alarms noted in alarm history screen due to corrupted history files. The insulin pump passed displacement test, self test and a21 error test. No a17 or a21 alarm noted. All of the buttons are functioning properly. No damage on keypad traces noted during visual inspection. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.